Event description:
During an ischemic vt procedure, it was reported the carto 3 was frozen when trying to modify the map name. Only signal displayed was the ECG signal. This occurred 4 times throughout the procedure. This issue was resolved after unit restart. It was also reported patient's heart was stimulated with electric shocks when the patient came against the system. It was noticed the chest patch sensor was broken. The unit was restarted but this did not resolve the issue. Issue was resolved after two patch unit cables were replaced. The physician interrupted the procedure. The patient was not affected. Additional information provided stated the reason for heart stimulation was for emergency use. The procedure was cancelled due to produce issue. The patient was under local anesthesia. The patient required extended hospitalization due to the procedure cancellation. This makes this event a reportable event due to patient's prolonged hospitalization.

Manufacturer narrative:
(B)(4). During an ischemic vt procedure it was reported the carto 3 was frozen when trying to modify the map name. Only signal displayed was the ECG signal. This occurred 4 times throughout the procedure. This issue was resolved after unit restart. It was also reported patient's heart was stimulated with electric shocks when the patient came against the system. It was noticed the chest patch sensor was broken. The unit was restarted but this did not resolve the issue. Issue was resolved after two patch unit cables were replaced. The physician interrupted the procedure. The patient was not affected. Additional information provided stated the reason for heart stimulation was for emergency use. The procedure was cancelled due to produce issue. The patient was under local anesthesia. The patient required extended hospitalization due to the procedure cancellation. This makes this event a reportable event due to patient¿s prolonged hospitalization. For the software issue, per field service engineer the workstation was only crashing when it was connected to bard lablink unit. It was also caused by renaming an existing map. The issue did not occur in the next few cases. For the electric shocks issue, it was determined the issue was not possible to reproduce. The system was working fine without any patient connected. No error 1007 has been reported in the next few cases. Unit was functioning per specification. Customer complaint cannot be confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
(B)(4).